Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event reported for the reported manufacturing lot the event was confirmed by a photograph of the fractured device. However, the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Procedure- exeter/bipolar, upon the scrub nurse dismantling the bipolar head trial that was used during the case, it was noticed that the inner head of the trial, 26mm -3, was damaged. The 'top' of the trial had come away from the trial head, and broken into numerous pieces. This was noticed after the trial had been inside the patient. But it is unclear whether it was damaged inside the patient during trialing, or upon dismantling.

Event description:
Procedure- exeter/bipolar, upon the scrub nurse dismantling the bipolar head trial that was used during the case, it was noticed that the inner head of the trial, 26mm -3, was damaged. The 'top' of the trial had come away from the trial head, and broken into numerous pieces. This was noticed after the trial had been inside the patient. But it is unclear whether it was damaged inside the patient during trialing, or upon dismantling.